Event description:
According to the reporter: when inserting the trocar, a bleeding in the area of the pelvis occurred. Bleeding was stopped by coagulation within 3 minutes. No bleeding more than 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).